Manufacturer narrative:
Section d1: brand name corrected. Section d4: primary UDI corrected. Manufacturer's investigation conclusion: the reported event of a loose object within the mobile power unit (mpu), causing a noticeable sound to occur when the mpu was moved, was confirmed via the mpu¿s functional analysis. The returned mpu (serial number (B)(6)) was received at the service depot where an extra screw was found within the unit¿s housing. The screw was determined to have been an extra component, as all other screws within the mpu were observed to be present and fastened as intended. The extra screw was removed, and the mpu was functionally tested and performed as intended. The serviced and tested mpu was returned to the customer site after passing all tests per procedure. A manufacturing analysis task was created under a separate event to investigate the root cause of an extra screw being found within the mpu¿s housing. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that when pulling the mobile power unit (mpu) from shelf, the equipment had what sounded like a loose object within the unit that made a noticeable sound. The mpu was not issued to a patient.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.